Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the surgery was for ventricular tachycardia ablation. The surgery was not related to the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during post intensive care unit (ICU) stay, the patient performed multiple ventricular tachycardia (vt) episodes not well tolerated. The patient was shocked several times before going back to a sinus rhythm. The patient continued to have the vt along with low flow alarms storm despite anti arrhythmic drug introduction. The patient was readmitted to the ICU, intubated and ventilated. Vt ablation was performed but patient had other vt that was not well tolerated. On (B)(6) 2025, the patient had a cardiac arrest and did not recover ultimately passing away. Flow the whole time was stable around 4lpm. The death was not device or therapy related and the device was not explanted.

Manufacturer narrative:
B5 narrative information updated. H6 - adverse event problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that it was unknown if the patient had a history of arrhythmia before left ventricular assist device (lvad) implant. The arrhythmia in this event was thought to be procedure (surgery) related. The device reportedly operated as expected prior to the patient's death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms. It was communicated that the alarms occurred during ventricular tachycardia (vt) episodes. The controller event log file contained events on 10oct2025. The log file captured several low flow alarms, as well as several low flow fault flags that were not sustained long enough to activate a low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists arrhythmia and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.